Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had bent the cannula on several infusion sets. At the time of reporting her blood glucose was 505mg/dl. She reported switching infusion sets and her blood glucose was normalizing. She wa sent samples of a different type of infusion set to determine if she had a better outcome with them. No equipment was returned. No additional information to report.